Manufacturer narrative:
The investigation determined non-reproducible and higher than expected vitros troponin I es results were obtained from two different patient samples processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3251 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros troponin I es reagent lot 3251. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3251 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, an instrument issue did not likely contribute to the event as within run precision testing using a known troponin I free sample conducted on the vitros 5600 integrated system yielded results that were within acceptable guidelines. Pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer is processing samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es results from two different patient samples processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample 1 vitros tropi es result 0.58 ng/ml versus an expected result of <0.012 ng/ml patient sample 2 vitros tropi es result 0.085 ng/ml versus an expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were reported from the laboratory. However, corrected reports were later issued. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).